Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged pump was not working and was related to with the pump incorrect basal settings that the customer "never put in". Customer experienced continuous elevated blood glucose (bg) approximately 400s mg/dl. Upon follow up, customer reported the reported issue had been resolved and declined tandem technical support's offer to perform a pump system check.